Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 98% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4195 implantable pacing lead 2010 (B)(6); 4076 implantable pacing lead 2010 (B)(6). (B)(4).

Event description:
It was reported that the device reached unexpected longevity lasting about three years. It was also reported that the device left ventricular (lv) output was programmed high. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.